Event description:
A female patient (3 weeks post surgical) experiencing persistent bleeding and discharge issues. Patient unsuccessfully treated with antibiotics and cultured for s. Aureus. Doctor would like to discuss possible reactions to floseal. Additional information was obtained from dr. By rep, in 2008: this is regarding a female, who underwent bilateral endoscopic sinus surgery 1 month ago. The surgery went well, with minimal bleeding, therefore no packing or floseal was used at the initial surgery and patient was discharged. Five days post operatively, the patient was readmitted with severe epistaxis, which was treated with nasal packing for 48 hours, the packs were removed, the nasal passages showed no narrowing and site of bleeding was visualized and cauterized. The patient requested that no further packing be used, therefore floseal 1 x 5ml (lot number not recorded) was instilled into the nasal passage. Gentle irrigation was used to remove excess matrix at the time of surgery and the patient initiated self-nasal irrigation on post op day 1. Currently the nasal passages are still wide open, but the patient suffers from chronic sinusitis, and is on 4 different antibiotics.

Manufacturer narrative:
Baxter medical assessement: in endoscopic sinus surgery (ent) application floseal occurs in a naturally contaminated environment. Application and irrigation of floseal was in accordance with the product instructions for use, and although infectious complication may occur in the natural history of nasal surgery (cauterization of the bleeding mucosa, contamination) a contribution of the product cannot be ruled out. Md safety officer. Although there is no lot number available, and no further investigation possible, this will be kept on file for trending purposes.